Event description:
During event, first battery lasted for 35-40 minutes before it needed to be replaced. When second battery was inserted into the autopulse, it did not power up the platform, at which time manual CPR was performed. Both batteries were li-ion batteries. Serial number of the second battery: (B)(4). When arrived back at station, both batteries were put into charger, first battery charged fine, second battery gave the red indication light with the "x" seen on the charger. Customer now feels the left bay of the charger may have potentially caused the problem as well. This report pertains to the multi-chemistry charger. The li-ion battery is discussed in MFR report # 3003793491-2012-00674.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted when the device is received and evaluated.